Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a tube insertion using the seldinger technique, patient developed torrential bleeding around the tracheostomy site post-operatively. It was also reported that patient was taken emergently to the operating room and was reintubated with an endotracheal tube, the balloon was placed distally. Customer indicated that no further bleeding was seen but patient deteriorated overall and ultimately received palliative care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.